Event description:
The aci sales professional reported that a female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unknown). The access was gained through the left groin (cfa), top 1/3 of the femoral head. The procedure went per the IFU. Following the procedure the physician who was in training, selected the mynxgrip vascular closure device 5f for closure. The technician held for an additional 5 minutes of manual compression due to a small rp bleed from a reported back wall stick. Hemostasis was achieved. Approximately 8-10 minutes after the closure, the patient suffered from nausea and became drowsy. The patient was given atropine 0.5 mg, neosynephrine and 2 bolus of rbc. The patient's bp elevated to 160/100. The patient was hospitalized for observation due to the complications from the procedure. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1213801) indicated that the device lot met all established performance criteria prior to shipment.